Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Repeat testing was performed. Customer performed four antigen tests, each yielded positive results. Customer performed four separate antigen tests from different lots, each test resulting in positive results. This MFR. Report addresses lot 1 of 4. Two confirmation tests were performed. Saliva test generated negative results. Pcr confirmation testing on nasopharyngeal swab generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Please reference manufacturer report numbers 1221359-2021-02798, 1221359-2021-02799, and 1221359-2021-02800. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.